Manufacturer narrative:
(B)(4). (B)(6). The device was not returned, therefore no product evaluation has been performed. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that there is no non-conformity. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that when box of bone cement was opened, the inner package was not fully sealed. There was no patient injury and no delay in the surgery.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Evaluation of returned device found the supplier sealing was opened in 2 areas. The manufacture sealing was intact. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to a product design issue. Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Please refer to report 3006946279-2018-00128.